Event description:
It was reported to philips that the system gave a remote alert indicating a geometry segment controller programming error, which can impact geometry movements. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.